Manufacturer narrative:
Follow-up #1: date of submission 8/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings:. No defect was found. Unable to duplicate the complaint. Pump history shows the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. Review of the total daily doses correctly reflect the users programmed basal and bolus deliveries. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. A 24hr basal program was executed in the pump with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Returned battery cap/returned cartridge cap used to complete testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. The patient had a blood glucose of 384 mg/dl with an upset stomach and vomiting. During troubleshooting, customer support found that basal delivery totals in tdd do not match, as the prime and basal edit menus had been accessed. No other health conditions or any other medications that may have contributed to this event were identified. Customer support attributed the excursion to a history settings issue. This complaint is being reported as the patient experienced hyperglycemia and the history settings issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.